Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had been experiencing high blood glucose up to over 600 mg/dl since 9/13/15. Current reading was 475 mg/dl; he treated with manual injection. The symptoms the customer had were pain and nausea. During troubleshoot; it was stated the drive support cap is recessed. The customer declined to check for set/site issues and to perform the high pressure test. The settings are correct. The customer mentioned having bent cannulas on previous infusion sets. By the end of the call, the customer removed the infusion set and the cannula was bent. Customer was advised to discuss with the doctor other possible insertion sites.